Event description:
Pt's seizures had increased from pre-vns seizure rate following an increase in device output current from 0.75ma to 1.0ma. Further follow-up revealed that treating neurologist did not believe that the increase in seizures was above the pt's pre-vns baseline frequency. It was reported that the pt first complained of a burning and choking sensation with stimulation after an increase in device output current from 0.50ma to 0.75ma. The burning became more intense when output current was increased to 1.0ma and when the pt uses their magnet (1.25ma output current) to initiate magnet mode stimulation. The pt has reportedly required immediate attention due to a severe seizure during which they experienced several hematomas and bruising.